Event description:
Streamline airless system set for b braun dialog machines hemodialysis tubing that "fails blood leak test" at the venous pod pressure port monitor during the priming and testing phase, resulting in discarded tubing and setup with new system set tubing. Tubing failure occurring across multiple hemodialysis machines at multiple locations which have been assessed for failure and found to be functioning properly; 71 event reports received across 3 hospital system area facilities with the following lot numbers: a2400289, 61960636, a2400269, a2400266, a2400332, 61930638, 0061930636, 0061927089, and a2400278. No harm to patients noted as patients are not connected to the tubing before the system set priming and testing are completed. Impact to patients and staff: treatment delay approximately 15 minutes per system set before the blood leak test occurs and fails, then tear down of old tubing, and restarting priming and testing process of new system set.